Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock become disconnected. There was no reported impact to customer's blood glucose level. Customer stated they have not tested their blood glucose levels, but they "felt fine". Customer had reconnected the luer lock prior to calling into tandem technical support.